Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in canada as follows: it was reported that on (B)(6) 2020 during a sternal closure case, the cruciform screwdriver blade tip broke on one blade during use and the second blade was bent. There was no patient consequence. Fragments were generated and easily removed. There was no surgical delay. The procedure was successfully completed. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity# unknown). This complaint involves 2 devices. This report is for 1 2.4/3.0mm cruciform scrwdrvr blade with hex coupling. This is report 1 of 1 for (B)(4).